Event description:
It was reported the insertion site was prepared with a punch of a competitor's. Surgeon felt considerable resistance during insertion then the hex of the anchor idled in the inserter. As desired placement was not yet achieved, surgeon tried to remove the anchor, but it broke at the eyelet. Anchor was driven in further to finish the procedure. A delay of 15 minutes was experienced as a result. There is no pt injury at this time. It is unk at this time if the ao-2 finger technique was being utilized. The quality of the pt's bone is also unk. Add'l email indicates that the broken anchor did not seem to come out easy; however, it was not certain if it provided adequate fixation. A back-up device was used for the broken anchor.

Manufacturer narrative:
No product is being returned for eval. This incident was reviewed and was determined to be reportable due to the customer not knowing if adequate fixation was applied.